Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11 : the device was received for evaluation. Visual inspection revealed a crack at the microbore winged female luer lock adapter. A functional pressure test was conducted at 8 psi, during which continued bubbling was observed, indicating a leak. The reported condition was verified. Based on the evaluation, the condition is attributed to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A4: weight - neonate patient of 1.3 kg. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack near the distal end of an interlink non-dehp t-connector extension set which resulted in the patient¿s blood backing up into the line and leaking from the cracked distal end. During use of the interlink set, it was observed that blood backed up in the line, and when staff attempted to flush the set, a mixture of blood and saline was observed leaking from a crack near the distal end of the device. The crack was located on the distal end component/hard plastic where the flush connects. It was estimated that the neonate patient lost approximately 1¿2 ml of blood. The patient did receive a blood transfusion later that day; however, this was attributed to the patient¿s underlying condition and not necessarily related to the small volume of blood loss from the device issue, though it may have contributed marginally to timing. No additional information is available.